Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose level. Customer declined troubleshoot the insulin pump for the high blood glucose value. Customer reports site was bleeding and that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.